Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a condition of "slide bar will not move" was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a missing plunger adjustment. The plunger adjustment was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "slide bar will not move." This condition occurred upon power-up in the "operating room" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.